Manufacturer narrative:
Weight: provided as "unknown".

Event description:
As per complaint (B)(4) after a clinical procedure a dental implant displayed a failure of osseointegration and was explanted. There was 1 patient involved in this event.